Manufacturer narrative:
(B)(4). The unit has not been investigated. A supplement medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
During initiation of the room, the cardiohelp pressure transducer function failed to work appropriately. Attempts to re zero and a console exchange did not solve the problem. A nonsterile disposable was connected to the pressure cable to prevent continuous alarming. The patient was not stable enough for a circuit change out. (B)(4).